Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material: 302832, batch#: 3333862. It was reported by the customer that the problem occurred at 7 loveton circle, sparks md, in the blood draw room. While collecting blood as part of the ascp for a specific study, the phlebotomist noticed that one of the bd 30 ml syringes that she was about to use had "wavy" markings on the body of the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. The problem occurred at 7 loveton circle, sparks md, in the blood draw room. While collecting blood as part of the ascp for a specific study, the phlebotomist noticed that one of the bd 30 ml syringes that she was about to use had "wavy" markings on the body of the syringe. No impact to patient. Another syringe was used. Product number: 302832, lot number : 3333862. Bd 30 ml syringe, luer-lok tip.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a wavy marking on the body of the syringe. To aid in the investigation, one sample with no packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed, and the scale marking is skewed. The two photos provided show the sample received. No other defects or imperfections were observed. This defect could occur if there was a jam during the syringe barrel scale printing process. A device history record review was completed for provided material number 302832, lot 3333862. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the syringe barrel scale printing process was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Material: 302832, batch#: 3333862. It was reported by the customer that the problem occurred at (B)(6), in the blood draw room. While collecting blood as part of the ascp for a specific study, the phlebotomist noticed that one of the bd 30 ml syringes that she was about to use had "wavy" markings on the body of the syringe. Verbatim: rcc received a complaint via email. Email(s) attached. The problem occurred at (B)(6), in the blood draw room. While collecting blood as part of the ascp for a specific study, the phlebotomist noticed that one of the bd 30 ml syringes that she was about to use had "wavy" markings on the body of the syringe. No impact to patient. Another syringe was used. Product number: 302832. Lot number : 3333862. Bd 30 ml syringe, luer-lok tip.